Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the active electrode migrated postoperatively outside of the cochlea, as confirmed by post-operative diagnostic imaging. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The audiologist reported that the device showed high impedance on at least 5-6 channels during activation. The activation was discontinued due to limited ability to measure the mcls and the user was referred back to the surgeon. A CT scan revealed that the electrode had migrated. The user was re-implanted. The user was reactivated with good results.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist reported that the device showed high impedance on at least 5-6 channels during activation. A CT scan revealed that the electrode has extruded i.e. Migrated.